Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact called to report the cycler put too much solution into the patient and a stat drain was performed and treatment was cancelled, and the patient was taken to the emergency room. No cycler alarm was noted. Per patient's contact at the hospital they found her peritoneum was ripped open by the excess fluid, causing fluid to leak into her diaphragm. The patient was in the hospital and on hemodialysis until (B)(6) 2018. The patient's treatment history from (B)(6) 2017 was reviewed for potential increased intraperitoneal volume (iipv). The 150% fill criterion was not exceeded and no drain volumes exceeded the criterion of 180% of the fill volume. All drain volumes met the minimum 70% ill volume criterion as well. It was confirmed that there was no iipv. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized from (B)(6) 2017 for pleural effusion. The patient was transitioned to hemodialysis and confirmed the patient was scheduled to switch back to pd on (B)(6) 2018. Additional information and medical records were requested.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 01/12/2018 the husband of this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] called customer service to report the liberty cycler had instilled too much fluid into the patient (no alarm) and her peritoneum had ¿ripped open¿ (details unknown) causing fluid to leak into her diaphragm (details unknown) on (B)(6) 2017. The husband also reported the patient has been hospitalized since the event(s), and transitioned to hemodialysis (hd) for rrt. There were conflicting reports surrounding the date and nature of the event(s). The husband reported the event(s) having occurred on (B)(6) 2018 and that the patient was experiencing fluid leaking into her abdomen. However, during a follow-up call with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018, it was reported the patient was admitted to the hospital on (B)(6) 2017 through (B)(6) 2017 for pleural effusion. The pdrn confirmed the patient¿s transition to hd during hospitalization, and stated the patient would likely transition back to ccpd on (B)(6) 2018. Liberty cycler treatment data from (B)(6) 2017 was reviewed and no increase intraperitoneal volume (iipv) was noted. It was unknown if any fresenius product(s) or device(s) were utilized during the hospitalization. Current disposition of the patient was unknown, and no additional information was provided..

Manufacturer narrative:
(B)(4). Corrected date of event: (B)(6) 2018 conclusion: a temporal association exists between the liberty cycler and the reported adverse event(s) of peritoneal tear, pleural effusion and the subsequent need for hospitalization. There is however no documentation or evidence to indicate a machine malfunction or that the machine did not function as expected. Based on the information available, causation of the peritoneal tear and pleural effusion cannot be determined. Additionally the pdrn stated the patient was recovering and the event(s) were not related to the use of delflex. Should additional information become available regarding a serious adverse event experienced by the patient and/or user related to the fresenius device(s), please re-submit for a clinical investigation review and the file will be re-evaluated accordingly. A supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and load cell verification data passed. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Due to the encountered dried fluid, performed the mushroom head check and passed. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 the husband of this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] called customer service to report the liberty cycler had instilled too much fluid into the patient (no alarm) and her peritoneum had ¿ripped open¿ (details unknown) causing fluid to leak into her diaphragm (details unknown) on (B)(6) 2017. The husband also reported the patient has been hospitalized since the event(s), and transitioned to hemodialysis (hd) for rrt. There were conflicting reports surrounding the date and nature of the event(s). The husband reported the event(s) having occurred on (B)(6) 2018 and that the patient was experiencing fluid leaking into her abdomen. However, during a follow-up call with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018, it was reported the patient was admitted to the hospital on (B)(6) 2017 through (B)(6) 2017 for pleural effusion. The pdrn confirmed the patient¿s transition to hd during hospitalization, and stated the patient would likely transition back to ccpd on (B)(6) and no increase intraperitoneal volume (iipv) was noted. It was unknown if any fresenius product(s) or device(s) were utilized during the hospitalization. Current disposition of the patient was unknown, and no additional information was provided.